Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the patient's infection. The patient had presented to the hospital with a fever and was treated with a six-week course of antibiotics for staphylococcus aureus. However, the patient continued to have fevers and echocardiography showed suspected infective endocarditis (ie) at the tricuspid valve. The crt-d system was completely explanted and the patient was monitored in the critical care unit pending resolution of the infection. No additional adverse patient effects were reported.